Event description:
It was been reported that the data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to unspecified reason: it was reported that a patient underwent revision (hip, right) due to unspecified reason, 3 years after implantation. The cup, the head and the stem were removed.

Manufacturer narrative:
(B)(4). D11 - list of associated devices: ceramic femoral head d28/0mm (B)(6) 2014, reference (B)(4), batch 804227. Plasmacup size 52mm, reference (B)(4), batch 51243944. Pe-insert 28mm 52/54, reference (B)(4), batch 51245306. This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Within 3 years, no similar complaint has been recorded regarding revision on aura ii stem ha coated right size 6, reference (B)(4), batch 0000121476. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was been reported that the data from (B)(6) ((B)(6) registry - (B)(6)) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to unspecified reason: it was reported that a patient underwent revision (hip, right) due to unspecified reason, 3 years after implantation. The cup, the head and the stem were removed.